Manufacturer narrative:
Investigation summary: level a investigation. - complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_1__; occurrence: a complaint history check was performed and this is the 1st related complaint for foreign matter from syringe on lot # 9158845. Investigation summary: customer returned a photo of poly bags of 1/2cc, 6mm, 31g syringes from lot # 9158845. No samples (including photos of the samples in question or of the reported issue) were returned therefore the complaint could not be confirmed and the root cause is undetermined. If samples are received in the future the complaint will be reopened for further investigation. A review of the device history record was completed for batch# 9158845. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification [200821646] noted that did not pertain to the complaint. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos of the samples in question or of the reported issue were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that bd insulin syringe with bd ultra-fine¿ needle had foreign matter in it. This occurred on 3 occasions before use. The following information was provided by the initial reporter: the user states that in one of the bags, one of the syringes came out with white liquid, he also opened another bag, the same situation was also witnessed.